Manufacturer narrative:
The complaint of problems with the maxzero connector could not be confirmed from the image and six representative 20g nexiva devices that were provided for investigation. A visual examination revealed no damage or defects on the image or returned samples. A functional test revealed no leaks or occlusions in the maxzero connector or IV catheter. There were no other similar complaints from the implicated lot. Although the representative samples, image, and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Problems with the non-return valve of peripheral venous catheters of the nexiva model. In concrete terms, it has been found that the non-return valves are not permeable. Response received on 1/7/2026: was the device being used in/on the patient when the problem occurred? Yes, every time has the patient or user been harmed? If so, please explain. No. Were the nursing staff present when the problem occurred? Yes, every time in case of leakage, please confirm the leaked liquid. No leaks. Was additional medical/drug intervention necessary? If so, please explain. No.